Manufacturer narrative:
Mdrs 2517506-2021-00014, 2517506-2021-00015, and 2517506-2021-00016 were filed for the same event. The customer contacted the siemens customer care center (ccc) concerning discordant, non-reproducible results obtained on a patient serum sample for sodium (na), potassium (k), carbon dioxide (co2) and calcium (ca) on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed information provided by the customer and the instrument data. The patient sample was initially processed on instrument s/n (B)(4). The discordant patient results were reported to the physician and questioned. The same sample was reprocessed on multiple dimension vista® instruments (s/n (B)(4)) and reprocessed on the original instrument. Instrument data is indicative of a sample specific issue. The customer was unable to determine which results were accurate. Hsc cannot confirm which of the non-reproducible results were accurate. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. A potential product issue has not been identified. The instrument is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, non-reproducible results were obtained on a patient sample for sodium (na), potassium (k), carbon dioxide (co2), and calcium (ca) on a dimension vista 1500 system s/n (B)(4). The results were not reported to the physician(s). The same sample was reprocessed on multiple alternate dimension vista 1500 systems. It was not stated which were the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant results.